Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. Attorney alleges that the patient sustained unspecified injuries on (B)(6) 2011. Attorney also alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2007 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of composix kugel mesh. Per op notes, ¿a curvilinear infraumbilical incision was made. The hernia sac was identified and violated during dissection. The composix kugel mesh was placed and a mayo-vest-over pants repair was created over top of this. The umbilicus was reapproximated with sutures.¿ on (B)(6) 2011 - patient was diagnosed with small bowel obstruction thereby underwent open repair with excision of composix kugel mesh. Per op notes, ¿previous right paramedian incision was opened. Several loops of small bowel stuck to each other and stuck to the undersurface of mesh (composix kugel) and dissected free. A small piece of mesh was removed and left attached to the bowel and later was separately excised from the bowel. A small bowel diverticulum was identified and resected. It was then clamped superiorly and the diverticulum was excised. The small bowel was then placed back in the abdominal cavity and a piece of surgical was placed and sutured over the backside of mesh.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2007) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b7, d3, d4 (product lot no., product catalog no., expiry date), d.6b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/ davol composix kugel hernia patch on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. Attorney alleges that the patient sustained unspecified injuries on (B)(6) 2011. Attorney also alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.